Event description:
It was reported that after opening a 3.5x12 mm nc trek rx dilatation catheter, an attempt was made to remove the protective sheath from the balloon and it was unable to be removed. Reportedly, the technician did not want to break the balloon by continuing to try and remove the protective sheath. The device was not used and there was no patient involvement. Another same sized nc trek rx dilatation catheter was used for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty to removed the protective sheath could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.